Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. One sample returned in used condition and without its original packaging. Visual inspection performed at a distance of 12 to 16 inches and normal conditions of illumination and no discrepancies were observed. Functional testing of the returned sample was inflated using a syringe in order to detect any leakage. And there leakage was observed coming out from the seal of the cuff. The root cause was linked to manufacturing. Actions were taken to mitigate the reported issue. Per previous in-process discrepancy report update the procedure was updated and re-training of manufacturing personnel occurred. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.

Event description:
It was reported that during a pre-use check on the device, the customer noticed the cuff would not inflate. No patient injury was reported.